Event description:
A report was received regarding a tfn procedure. While the helical blade was being hammered into nail, the coupling screw broke. No pieces fell into the patient; there were no pieces to retrieve. The surgeon used another instrument to complete the procedure with no further problem, and no report of adverse effect to the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development engineer evaluated the device and the report indicates the helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The fracture surface is homogenous with a continuous weld bead which indicates material uniformity and good weld penetration. The shaft connection is still welded into the knob. There are numerous dents on the top and edges of the knob. The threads on the end are still intact and a known good helical blade (456.305) was successfully attached to the coupling screw during this evaluation. There are several minor surface scrapes and scuffs on the shaft that are consistent with field use. The helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. A review of the product design/drawings showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique, could result in loading conditions that may lead to breakage. The returned device was manufactured in october 2005 and is over 7 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design risk assessment was reviewed and found to be adequate for the intended use.

Manufacturer narrative:
Device was used for treatment. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history review indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the parts which were released were manufactured to specifications.